Manufacturer narrative:
(B)(4). Previous reportable event involving the same patient captured in MDR 9610905-2017-00034. Reference exemption number e2017029.

Event description:
Two implanted plates broke and were removed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.